Event description:
It was reported that the pt experienced a lack of stimulation. The pt's implantable neurostimulator battery, upon investigation, indicated that it had reached the end of service (eos). There were also impedance readings received that indicated a possible lead fracture. The pt's device system was removed and replaced. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).